Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from approximately 30-50 mg/dl during the night. Bg was addressed with carbohydrates. At the time of report, bg was 78 mg/dl. The customer stated that the basal settings were inappropriate for the customer's needs. Reportedly, the customer contacted a healthcare provider regarding bg.